Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was streaked with blood residue and the fibers were wet with evidence of blood exposure. Coagulated blood was noted at both ends of the dialyzer between the screw flange and the potting cut surface. Gross visual examination of the device observed a short fiber at the cavity ID end (at approximately 130 degrees with the dialysate ports situated at 0 degrees). No other damage or irregularities were noted. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface (within the location of the observed short fiber). The dialyzer was then subjected to destructive disassembly for further visual inspection. Both screw flanges were removed and subsequent visual examination noted both pu cut surfaces to be intact. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surfaces and fiber bundle. Subsequent visual examination of the fiber bundle did not identify any other damage or irregularities; specifically, no loose fiber fragments, kinked and/or looped fibers were found. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Visual examination of the device revealed a short fiber was present on the circumference of the fiber bundle (at the cavity ID end). A leak was then detected during laboratory bubble point testing (within the location of the observed short fiber). Therefore, the reported leak was able to be confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an internal dialyzer blood leak occurred during treatment. The blood leak was reported to be visible in the dialyzer and in the dialysate lines. The leak was identified three minutes into treatment. No dialyzer damage was visible. The machine did alarm. Blood test strips were used and they tested positive. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient did not complete treatment due to an unrelated reason, however, the patient was reset up with new supplies (on the same machine) and there were no further issues. The complaint device is available for evaluation by the manufacturer.